Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a whipple procedure on (B)(6) 2015 and suture was used to close the skin. During the procedure, a kocher incision was made. Following the procedure, the patient developed infection post-operatively and the wound had to be re-opened two days later. Additional information has been requested.